Event description:
Medtronic received information that the patient developed a thrombus on the ventricular side of the prosthesis, observed approximately two months post implant. The decision was made to explant and replace the valve. The patient expired in the ICU following this procedure. The surgeon commented that he felt the patient was too fragile to withstand 2 surgeries in such a short time (29 days). The explanted medtronic valve was returned for analysis.

Manufacturer narrative:
Analysis: the gross analysis confirms the presence of thick thrombotic appearing host material attached to the inflow and outflow of the valve. The leaflets appear to be intact and are very stiff due to host tissue on the inflow and outflow. Radiography shows no evidence of mineralization in the valve. Conclusion: device history record shows that this valve met manufacturing specification for product released to distribution. Analysis demonstrates reduced device performance/lack of effectivenes related to thrombus appearing host material. Thrombus formation is likely related to patient condition. Patient death occurred following device replacement procedure. Listed cause of death not provided.